Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer advised that she received readings of 116 mg/dl and 225 mg/dl within 10 minutes. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.